Event description:
It was reported that the patient was admitted to the hospital due to multiple inappropriate therapy shocks due to atrial fibrillation with rapid ventricular response. An alert for capacitor charge time limit reached was received, but charge time returned to normal after performing a capacitor maintenance. The patient is currently on medication to control the atrial fibrillation with rapid ventricular response.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.